Event description:
It was reported that the patient presented for avna procedure. Externalized conductors were noted via fluoroscopy. All electrical measurements were normal. Lead was capped and replaced. Patient was in stable condition post-op.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.